Event description:
The customer reported that while raising a bed, the IV pole attached to the bed touched the red release button on the monitor and the monitor fell on the bed, missing the patient.

Manufacturer narrative:
The customer reported that while raising a bed, an IV pole hit the monitor's red release button and the monitor fell on the bed, missing a patient. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).